Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow, once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 357 mg/dl. At the hospital, the customer's blood glucose was normal when the customer was being treated by an insulin drip, but when he was placed back on the insulin pump, his blood glucose elevated again. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.